Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the power supply and verified that the system was operational. The customer ran quality controls and patient samples, which were acceptable. The cause of smoke being emitted from the instrument was related to a malfunction of the power supply. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from an advia centaur xp instrument. There are no reports of injury to staff, damage to property, or impact to patient samples.